Manufacturer narrative:
The customer disposed of the meter, no investigation required. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that in summer 2006 the unit of measurement setting of their freestyle flash meter (serial number unk) changed. The customer had a reading of 44 mg/dl and he mistook this to be 44 mmol/l, he then took some more insulin due to this reading. The customer did not suffer any symptoms or medical incident due to the change in medication. It appears from the information that the customer's meter was exhibiting memory overwrite, causing the unit to change to mg/dl. There was no report of death or serious injury. The customer disposed of the meter.